Event description:
The patient claimed that his blood glucose was elevated to 465 mg/dl after there was insulin leakage found in the cartridge compartment. The patient noticed insulin in the cartridge compartment of the animas pump when he attempted to prime. A leakage was noticed near the leur lock area. The patient did not have any symptoms at the time of concern. The patient was able to correct his blood glucose via syringe. The patient did not reported of any symptom or medical intervention that would suggest a serious injury. In addition, the patient's blood glucose did not meet the animas criteria for a serious injury. This complaint is being reported as a malfunction due to the alleged cartridge leakage issue. The cartridge and tubing is being sent back of investigation.

Manufacturer narrative:
The product was returned to animas for evaluation. The results of the investigation were as noted: the cartridge fails leak test with air bubbles coming from the luer connection area when air pressure is applied. In conclusion, cartridge is cracked at the luer connection.